Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet, resulting in the ilet entering bg run mode and the patient manually entering capillary glucose values, including a high of 384 mg/dl; subsequent assistance enabled pairing of a replacement g7 sensor that progressed to warm-up and the user entered a manual bg of 176 mg/dl to initiate insulin delivery. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included temporary manual operation and user education, with no medical intervention or hospitalization. Investigation included technical troubleshooting, verification of sensor code entry, firmware status checks, sensor option toggling, re-entry of sensor code, attempted pairing, and device restarts. Investigation of this case revealed the initial sensor did not establish a connection to the ilet but a new sensor initiated normal warm-up after standard pairing steps. It was concluded that the event involved a cgm-to-pump communication failure that resolved with sensor replacement and system reconfiguration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.